Event description:
The device was connected to a pt while in transport to the hospital. Reportedly, the device would not display the pt ECG through the 12 lead pt monitoring cable or therapy cable. The pt was resuscitated.